Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose level of 400 mg/dl when it was around 273 mg/dl. The customer treated with syringes. Customer reported that the high blood glucose levels began on (B)(6) 2016 and did not contact their healthcare professional. Troubleshooting was performed. There were no leaks or air bubbles. There were no site or insulin issues. Customer declined to perform high pressure test. The product was not returned for analysis.